Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The procedure was indicated due to chest pain. Vascular access was obtained via the femoral artery. The 23mm x 3.0mm, eccentric, de novo, 90% stenosed target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified proximal left circumflex artery. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed using 1.5 x 8mm and 1.5 x 20mm balloon catheters. Following pre-dilatation, the lesion had 60% stenosis and a 3.00x38mm promus element long stent delivery system was advanced. However, resistance was encountered during insertion and the device failed to cross the lesion with a duration attempt of 10 to 15 minutes. Another attempt was made but still the device was not able to cross. The procedure was completed with a different device. No patient complications were reported. Post procedure, the patient was on heparin and clopidogrel and the patient's condition was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the stent found that the crimped stent on the device was damaged. A stent strut on the 16th row from the proximal edge was lifted upwards from its profile. The bumper tip of the device showed signs of damage. This is consistent with difficulty crossing a lesion. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).